Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. The patient reported that it is a large contracture and there is white scar tissue. In addition, the patient reported she has been suffering from a lot of pain in her shoulder due to the contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.